Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported that the patient's infusion set leaking at site. Patient installed cartridge was not delivering insulin properly. The blood glucose level of the patient was 400 mg/dland treated with correction bolus via pump. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.